Manufacturer narrative:
Concomitant medical products: (3) syringe module sets; (3) bd 50ml syringe, therapy date: (B)(6) 2016. The customer's report that the pump module was unexpectedly found off with no alarms and the device would not turn back on was not confirmed, however 2 channel disconnect events were confirmed. Physical inspection noted debris adhered to multiple pins of the female iui and multiple pins were misaligned. The male iui had contamination on pins 11 thru 15. Review of the pcu event log shows that on (B)(6) 2016 at 5:08 pm the pump module was added to the pcu and then programmed for an infusion of drug ID 390 (parenteral nutrition 2kg 4.9kg). At 5:57 pm the module experienced a channel disconnect which was confirmed by the user. The log shows that between 5:57 pm and 8:04 pm the pump module was added and removed five times. At 9:08 pm the pump module was selected and the previous infusion was restored. On (B)(6) 2016 at 6:45am another channel disconnect occurred and the module was removed. The user confirmed the channel disconnect. Functional testing was performed; the pump module and pcu were manipulated while the device was infusing, in an attempt to induce a channel disconnect however the channel disconnect was unable to be replicated. The root cause of the reported event was not identified but may be related to the condition of the iuis.

Event description:
The customer reported that when the nurse entered the patient's room they found the module with "carrier" fluid off unexpectedly, and there were no alarms and the device would not turn back on. The module was replaced and the infusion continued without incident. The customer provided event and error logs from the pcu and event log from the lvp, and notes that there was no error log from the lvp, and says that upon their review of the logs they were not able to identify anything that would have contributed to this event. There is no report of patient harm or any medical intervention.